Event description:
It was reported via repair work order that the foot lift motor was locked in highest position due to calibration issue. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.